Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: competitor lead, implanted: unknown; competitor ipg, implanted: unknown. (B)(4).

Event description:
It was reported that patient presented for extraction of previously abandoned leads due to an ongoing infection. It was reported that the abandoned leads were not the source of the infection. Upon attempted lead removal with a laser, the physician tore the superior vena cava (svc) which caused the patient to expire. It was unknown which lead was being extracted when the svc tear occurred. It was unknown what medical interventions were performed as a result of the svc tear. No additional information is available.